Event description:
Additional information received indicated additional reprogramming was performed. The patient was in stable condition.

Event description:
Additional information received indicated the device was reprogrammed, however, at a later follow-up, further episodes of far-field r-wave oversensing (ffrwos) resulting in inappropriate automatic mode switch (ams) were observed on the device. Additional reprogramming is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, episodes of far-field r-wave oversensing and undersensing were observed on the device. Abbott technical support was contacted and reprogramming is anticipated to resolve the event, however, no additional intervention was performed at this time. The patient was stable and will continue to be monitored.